Manufacturer narrative:
Per the user guide: always confirm that the decimal point placement is correct. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer inadvertently entered the incorrect carbohydrate ratio pump setting (1:45 instead of 1:4.5). Blood glucose was 97 mg/dl. Tandem technical support assisted the customer with correcting the setting.